Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory notifier for nonsustained lead noise episodes. Oversensing of myopotential resulted in non-sustained lead noise detection was suspected. T-wave oversensing was also suspected. Pocket manipulation was recommended to reproduce the noise. Device was reprogrammed successfully.

Event description:
New information received notes that during follow-up, further episodes of non-sustained rv oversensing due to noise were observed. Patient was asymptomatic. Programming changes were made. The patient remained asymptomatic. Patient will be monitored with routine follow-ups.

Event description:
New information received notes that another instance of myopotential oversensing was observed. The oversensing was reproduced with deep inspiration. Programming changes were made. Patient was asymptomatic.